Event description:
The qat analysis of the returned device did not identify a separated shaft as per the initial report. Therefore, this event would not have been a reportable event. However, because the initial report has already been filed, this event must remain reportable.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was fully deployed. The thumb advancer had been unlocked and retracted proximally consistent with the steps for difficulty of removal after deployment. The locator wings were collapsed and undamaged. The clip was found at the distal end of the device in the locator wings. The distal tip of the exchange sheath was damaged from being stretched during thumb advancement and striking the opened locator wings. The device was opened to examine the internal components and they were in the corresponding positions to the external and undamaged. During testing, the locator wing plunger was activated opening the locator wings and they were collapsed via the safety release. These findings are consistent with and confirm the reported experience of resistance met. Per the instructions for use: do not advance the thumb advancer against excessive resistance. If excessive resistance is experienced during advancement of the thumb advancer manually collapse the locator wings and remove the device following the steps below. Resistance encountered during thumb advancer deployment is consistent with radial force constriction on the sheath. Factors that may also contribute to radial force constriction may include a tight tissue tract or anatomical conditions. Stretching of the sheath during deployment can cause it to interfere with clip deployment. Based on the investigation findings, the most likely root cause for the reported experience is related to the operation context during use of the device. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been rec'd.

Event description:
It was reported that a physician, trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, as the thumb advancer was deployed, resistance was met. The clip was deployed, but it did not achieve hemostasis. After removal of the device from the anatomy, the clip was found at the distal end of the tube set. It was thought that the wings popped out of the artery and into the tissue where deployment of the clip took place. Hemostasis was achieved using manual compression. There was no reported adverse pt effect. Though requested, no add'l info was provided.